Event description:
It was reported that the procedure was to treat the right coronary artery with 90% stenosis. A balance middleweight universal (bmw) ii guide wire was advanced to the lesion and pre-dilatation was performed with a 1.5x10 mm semi-compliant balloon. A 3.5x16 mm non-abbott stent was implanted and post-dilatation was performed with a non-compliant balloon. At this point the bmw universal ii guide wire became stuck and was difficult to remove and the polymer cover peeled off. After multiple attempts the wire was removed and the separated polymer was removed with the wire. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined factors that may contribute to difficulty removing the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire which likely led to the reported peeling of the polymer coating. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.